Manufacturer narrative:
Correction: the correct patient identifier is (B)(6), not (B)(6) as initially reported. The date of initial implantation was not reported. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the patient experienced lack of benefit from the device resulting in the decision to explant. The device was explanted on (B)(6) 2015; during the same procedure the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.